Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had shut down and would not boot back up during monitoring patients. The bme isolated the issue to the uninterruptible power supply (ups) and when they swapped out the ups for another one, the cns booted up with no issues, no patient harm reported.